Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further troubleshooting was performed. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had presented to the emergency room due to feeling a small shocking sensation. Device data was reviewed and no episodes had been stored. It was noted that the device had recorded high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options for the observed out of range measurements. No adverse patient effects were reported.